Manufacturer narrative:
Manufacturing date: 18-dec-2019, expiration date: 01-dec-2029, part number: 04.037.012s, 10mm/125 deg ti cann tfna 170mm¿ sterile, lot number: 30p7668 (sterile), lot quantity: 6. Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16995 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual and sterility criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to non-union¿ does not indicate breakage of the nail or any of its components. Therefore, a review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent the open reduction internal fixation surgery for a trochanteric femur fracture. The surgery was performed according to the surgical technique and completed successfully. On an unknown date a bone non-union was confirmed. In the first surgery, the fracture site was reduced and fixed but the reduced position collapsed and a non-union occurred. The patient has pain in the affected area and decreased ability to walk. A revision surgery was planned for (B)(6) 2021 to remove the trochanteric fixation nail advanced (tfna) implants and replace them with an artificial head. This report is for one (1) 10mm/125 deg ti cann tfna 170mm - sterile. This is report 1 of 4 for (B)(4).